Manufacturer narrative:
(B)(4): the customer reported the sync markers not on and drifting. There was no reported patient involvement. The complaint is still being investigated. A follow-up will be submitted upon completion of the investigation.

Event description:
The customer reported the sync markers not on & drifting. There was no reported patient involvement.